Event description:
It was reported the pt (B)(6) lost effective stimulation. Surgical intervention was undertaken to reposition the pt's existing percutaneous lead. A diagnostic test taken at the beginning of the procedure found no notable impedance issues. Further intraoperative testing following repositioning of the device yielded no stimulation for the pt. The lead was again repositioned and tested for stimulation output with the same results. Subsequent diagnostic performed during the procedure again found no notable issues with respect to impedance. After testing with a trial lead produced stimulation, the physician elected to replace the pt's existing percutaneous lead. Stimulation was achieved for the pt with the implantation of the new lead.

Manufacturer narrative:
Evaluation results: a microscopic visual inspection of the lead found two breaks in one of the lead wires. Part of the broken lead wire had exited the lead body. Electrical resistance testing of the lead confirmed electrode #3 measured as an open circuit. The damage to the lead was consistent with stress exerted to the lead while implanted. The broken lead wire resulted in the loss of stimulation noted in the field. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.